Event description:
The hcp reported that the patient was experiencing return of pain and underwent catheter revision. The catheter was performed due to a catheter hole or kink. The patient has reported having multiple surgeries for issues related to catheters. The patient recovered without sequela.